Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The customer reported that the hip implant broke off the head when the patient got off the bus. Revision surgery was required

Event description:
The customer reported that the hip implant broke off the head when the patient got off the bus. Revision surgery was required. Update- information received 13 mar 2018: the device was fractured at the neck following the fall.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through a mar dated (B)(6) 2018. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The returned devices were examined with the aid of a stereo microscope at magnifications up to 50x. All anterior and posterior orientations in this report are based on this being a right hip. If subsequent information indicates the implant is for the left hip, the anterior and posterior surfaces are flipped. The anterior, posterior, lateral and medial surface of the hip stem were obderved respectively. The stem was observed to have explantation damage and evidence consistent with cement mantle breakdown. The fracture surfaces of the proximal and distal ends of the stem. The approximate fracture origin, propagation and final fracture. Macroscopic analysis of the fracture surface indicated that the fracture origin was on the lateral surface and propagated towards the medial surface. Dimensional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Material analysis: a material analysis has been performed. The report concluded: a continuous metal transfer ring was observed on the internal circumference of the female taper consistent with proper seating between of the trunnion of the hip stem and the head taper. The stem neck fractured in fatigue. Eds showed that the femoral head was consistent with astm f1586. The adhered debris on the stem was consistent with biological material and cleaning. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: not performed as lot details are unknown. -complaint history review: not performed as lot details are unknown. Conclusion: a mar concluded the stem neck fractured in fatigue. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including x-rays, patient history, operative reports, progress notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.